Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the provider. According to patient, the cause of the ins charging issue was due to them charging too often, as determined by mdt rep. The patient charges less frequently now and has no complaints. The issue has resolved.

Event description:
See (B)(4) for omitted historical information. It was reported that the patient noticed increased visibility of the implantable neurostimulator (ins) site over the past two months. During their last visit, their healthcare provider observed that the implant had dropped about an inch. The patient also reported irregular charging behavior, stating that every time they attempt to charge the implant, it either indicates it is already charged or completes charging in 5-10 minutes, whereas it typically takes 30 minutes. The patient mentioned charging twice a week, every three days, without changing settings, and noted that despite not charging for about five days, the battery had not dropped below 100%. The patient successfully initiated a recharge session using an insr charger and confirmed seeing the "charge sufficient" screen. The charging information was reviewed, and the recharging handbook was provided. The patient was redirected to their doctor for further evaluation.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.